Manufacturer narrative:
The manufacturer became aware of an allegation from a user that her dreamstation 2 advanced auto CPAP device has a white film on the outside of the device and where the water chamber slides into the machine water is leaking and it does not fit correctly. The user also alleges that ever since she started using this machine, she has had flu like symptoms and bronchitis. User states she has been on prescription antibiotics from her physician. Currently, her symptoms have resolved. User has now received a replacement device and humidifier. The device and humidifier was received by the manufacturer.the manufacturer's third party plexus team evaluated this device. There was no contamination present on the outside or within the device. The blower was replaced, although there was no problem found. The unit passed all testing.

Manufacturer narrative:
The dreamstation 2 CPAP/dreamstation 2 auto CPAP system delivers positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. If you notice any unexplained changes in the performance of the device, if it is making unusual sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is cracked or broken, discontinue use and contact your home care service provider.

Event description:
The manufacturer became aware of an allegation from a user that her dreamstation 2 advanced auto CPAP device has a white film on the outside of the device and where the water chamber slides into the machine water is leaking and it does not fit correctly. The user also alleges that ever since she started using this machine, she has had flu like symptoms and bronchitis. User states she has been on prescription antibiotics from her physician. Currently, her symptoms have resolved. User has now received a replacement device and humidifier. The device and humidifier was received by the manufacturer. The manufacturer's third party plexus team evaluated this device. There was no contamination present on the outside or within the device. The blower was replaced, although there was no problem found. The unit passed all testing. This is an initial final report. The manufacturer concludes no further action is needed at this time.